Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was defective processor pca and therapy pca. The reported problem was confirmed. The device was operational after replacement of processor pca and therapy pca were completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Analysis was performed by failure analysis engineer which included log file review. The results of the analysis were ¿exportopchecksummarylog-20000101-000258.xml¿ file shows failed op-checks with resultstatus="criticalfaildevice". The complaint was escalated for a technical complaint investigation (product analysis) of assy processor and results indicate the pca (printed circuit assembly) was intermittently failing op-check ECG tests due to a disconnected pin 156 on pca component u11.

Event description:
It was reported to philips that the device cannot turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.